Event description:
A user facility clinical manager (cm) reported that a blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. It was reported that blood was seen leaking externally from the venous connector of the combi set bloodline, where the combi set connects with the dialyzer. The cm stated that the venous connector disconnected from the optiflux dialyzer. The machine, a fresenius 2008t hd machine, did not produce any alarms. There were no defects observed on the optiflux dialyzer or on the combi set bloodline, including at the site of the disconnection/leak. The cm said the threading of both devices appeared normal, and the connection was confirmed to be secure prior to treatment initiation. Furthermore, there were no leaks noted during the priming phase. Following the leak, the patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. It was reported that blood was seen leaking externally from the venous connector of the combi set bloodline, where the combi set connects with the dialyzer. The cm stated that the venous connector disconnected from the optiflux dialyzer. The machine, a fresenius 2008t hd machine, did not produce any alarms. There were no defects observed on the optiflux dialyzer or on the combi set bloodline, including at the site of the disconnection/leak. The cm said the threading of both devices appeared normal, and the connection was confirmed to be secure prior to treatment initiation. Furthermore, there were no leaks noted during the priming phase. Following the leak, the patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.